Manufacturer narrative:
(B)(4).

Event description:
It was reported there was difficulty removing the guide wire from the cannula when still in the patient. With more intense pulling of the guide wire, he decided to remove the entire unit (guide wire and cannula).

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of during removal the guide wire kinked was confirmed. One arterial catheterization device was returned. Visual examination revealed that the guide wire was kinked and protruding from the catheter tip. The catheter was part way down the needle cannula and was also bunched up over the guide wire. Microscopic examination revealed that the guide wire is kinked three times into a "z" shape and offset coils were observed. The distal weld of the guide wire is full and spherical. A manual tug test revealed that the distal weld was intact. Microscopic examination also revealed the catheter body has a hole, likely the result of a puncture when the catheter was slid back over the needle bevel when making adjustments during placement. The hole was measured at 1.8 cm from the catheter hub base. The guide wire and needle cannula could not be measured or functional tested due to the condition of the returned device. The instructions cautions the user not to reinsert the needle into the catheter to minimize catheter damage. A device history record review did not reveal any manufacturing related issues. Based on the information provided and the condition of the returned sample, operational context appears to have caused or contributed to this complaint. No further actions will be taken.